Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) autofill failure error reflecting, call attended date:- (B)(6) 2024. Getinge field service engineer (fse) checked the machine & found machine giving alarm autofill failure. Further checked the machine & found helium volume cylinder did not reach full sensor then performed calibration at the volume cylinder. Again checked & found no error is coming now. Observed the machine for more than 2 hours on system trainer & found machine is working ok. Performed all tests. All tests passed. Equipment handover to customer in good working condition. No patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) had an autofill failure error. There was no patient involvement.